Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while using the avea ventilator during patient use, the device alarmed "safety valve open" and stopped working. The customer reported patient involvement but no allegation of patient injury/harm.